Event description:
It was reported that the customer had experienced high blood glucose levels. Her most resent blood glucose level was 184 mg/dl. She received multiple no delivery alarms and found a bent cannula. The customer received a no delivery alarm while priming and the reservoir and infusion set would not attach. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.